Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced four infusion sets fell off event on (B)(6) 2025. Infusion set was used for less than 24 hours. Blood glucose level was displayed high at the time of the event due to which patient took assistance from the hospital and patient got treated with intravenous (IV) and insulin pen. Patient had ketones level and ketone levels were found to be life-threatening. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Supplemental report 01 - MDR 2302233 - MDR 3003442380-2025-12173. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The reference samples for the lot 6010709 have already been previously tested in the complaint (B)(4) on 07-jul-2025. Test results: the reference samples were visually inspected. All test results were within specifications as per the test report 2264503. Device history record (DHR) review: the lot 6010709 was manufactured according to the work instruction (wi) version 120 in the line 10, on 11/dec/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 14/jul/2025 against malfunction code adhesive patch lifts or detaches during use (only use for confirmed adhesive issue) and lot 6010709 and one more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.